Event description:
The user facility reported an employee slipped on water from the system 1e unit and hit her head on a sterilizer located behind the system 1e. The employee went to the ER, no medical treatment was administered. The employee missed time from work. The employee has returned to work and is fine.

Manufacturer narrative:
After the cycle completed the employee depressed the cancel button, the seal deflated and liquid came out past the tray and inflatable seal onto the floor. The employee followed the proper procedure for opening the lid of the processor after a completed cycle as stated in the system 1e operator manual. A steris service technician arrived onsite and reviewed cycle printouts from the system 1e processor after the reported event. Both diagnostic and processing cycles completed successfully. The technician initiated one diagnostic and three processing cycles which completed successfully. Unrelated to the reported event, the technician inspected the processor and observed a large amount of water in the drip pan. The technician brought this observation to the spd manager's attention further stating the drip pan needs to be cleaned out daily. The technician cleaned out the drip pan and returned the processor to service. The devices present during the time of the reported event were reprocessed before use in patient procedures. The steris account manager performed in-service on the proper use and operator of the system 1e process.